Event description:
The patient saw a power on reset (por) message on her recharger yesterday. During the report the patient interrogated the implantable neurostimulator (ins) with the patient programmer (pp). The pp indicated an informational por. The por was able to be cleared and resolved. It has recently been taking longer to charge the ins, within the last couple of months. Sometimes the patient has to charge for 3-4 hours and she feels this time is excessive. The patient always gets eight coupling boxes when she charges. The adaptivestim (as) position read as ¿upright + mobile,¿ though the patient had been stationary for some time. The amplitude was set to 0.0v, which is unexpected by the patient since she usually has the amplitude set at 3.0v or 4.0v. During the report the patient successfully increased the amplitude from 0.0v to 4.0v and felt paresthesia in both her legs as she normally does. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the patient received assistance from their doctor and the manufacturer's representative and had no concerns with their device therapy. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Event description:
Correction: it was previously that the patient had appointment on (B)(6) 2015. The correct appointment date was(B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3487a-56, lot# v967712, implanted: (B)(6) 2012, product type lead (x2); product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).